Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processing computer module was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.